Manufacturer narrative:
Set screw out of adjustment on casters.

Event description:
It was reported by service report that the brakes do not function properly. No pt involvement or adverse consequences are reported.